Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a low reservoir alert. The customer's blood glucose was in the 400 mg/dl range, which was treated with manual injection. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement tests. No motor error alarm noted and passed the motor tests. Pump received with cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.